Event description:
It was reported that the lead exhibited a sensing anomaly and distal insulation was damaged. The lead was explanted and replaced.

Manufacturer narrative:
Analysis found that the insulation was abraded at 7 cm and 17 cm from the connector pin and exposed the proximal coil which resulted in the reported sensing anomaly. The damage found is consistent with exposure to constant friction with another implantable device.